Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had black screenshot. There was no report of patient harm.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation and a correction. Updated fields: d8, h2, h3, h4, h6, h11 corrected fields: d9 (from 10/10/2025 to 10/6/2025). The device was returned to olympus for inspection, and the reported failure was confirmed and found image noise with black stripes. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: damage on the charged couples device (ccd) unit; cause traced to component failure due to stress of repeated use, external factors, or handling. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.